Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The lead displayed loss of capture (loc) and high pace impedance measurements. The physician attempted to reposition the lead during the implant procedure, but the issue persisted. As a result the lead was capped and a new rv lead was successfully implanted. No adverse patient effects were reported.